Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had foreign matter on the top of the tubes. This occurred on 3 occasions before use. The following information was provided by the initial reporter: material no: 362781, batch no: 9058507. It was reported that during r&d testing, foreign matter was discovered on the top of the tubes. During r&d testing, we observed some foreign matter on top of the gel in some bd cpt¿ tubes. Catalog # 362781, batch #9058507 (3 tubes), test date: (B)(6) 2019, tubes received from r&d lab: july 11, 2019, response to info request states, the foreign matter was discovered inside the tube during testing on (B)(6) by the r&d laboratory personnel. They were shared with me on july 11th and I submitted the complaint. (The difference in timing is due to the fact that I was out of the office and then the laboratory person was out of the office).